Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction to b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm and that the controller's internal clock was stopped on date (B)(6) 2099. It was also reported that the controller display indicated that no power was connected to the first power port despite having a power source connected and having illuminated power capacity lights. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction to d4 unique device identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual evidence provided by the site revealed that the battery power sources were unable to be recognized on the controller and triggered a power disconnect alarm. Visual inspection revealed contamination within power ports and the pump connector. This is an additional finding not related to the reported event. The most likely root cause of the observed controller ports contamination can be attributed to the handling of the device. Visual inspection also revealed damage to the outside of the controller pins within power port 2. Despite the damaged pins, a power source was still able to connect to the controller. Testing revealed that the damage was likely attributed to an incompatible adapter connected to the controller power port. Functional testing revealed that the controller¿s front panel gas gauge light emitter diode (led) indicators did not illuminate while connected to batteries, however, the controller was still able to receive power from power sources and supply power to a motor fixture. While the controller was running, a power disconnect alarm was triggered. An internal inspection revealed a crack on a standoff post the controller housing. This is an additional finding not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 was opened to investigate cracks on the internal threaded posts with controller 2.0. In addition, internal inspection revealed a damaged diode on the communication line and a damaged integrated circuit responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger the power disconnect alarm. The damaged integrated circuit is also connected to the real time clock circuit and may have caused the date and time stamp to remain frozen. After the faulty components were replaced, the controller performed as intended. Log file analysis revealed various entries in which the real time clock (rtc) was reset to the year ending 99. The data points had a time stamp of 31/feb/2099 at 00:00:00 and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Review of the alarm log file revealed three (3) critical battery alarms logged with a battery relative state of charge (rsoc) value of 101% and incorrect date/timestamps with no serial number ID, or cycle count, indicating that the controller was unable to recognize the connected batteries. Review of the alarm log file did not reveal any controller fault alarms. Review of the event log file revealed multiple controller resets with incorrect dates and time stamps. As a result, the reported display event was confirmed. The reported controller fault was not confirmed. It is likely that the critical battery and power disconnect alarms were perceived as the reported controller fault event. The most likely root case of the reported display issue event, inability of the controller to properly communicate with a battery event, real time clock error event, observed controller resets, observed critical battery alarms, and power disconnect alarms can be attributed to the damaged diode and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. A possible root cause of the observed controller pin damage event can be attributed but not limited to an improper connection between an incompatible adapter and the controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm.  It was stated "error current port interface, internal clock stopped on fantasy time 3.3.2099, apparently in this connection a pump stop (not to be determined exactly by standing primeval time).  Due to the discrepant display of the power supply situation (of power port 1 (lit number), although cac at port 2 - with simultaneous message power port 1 not connected (although 4 leds at the con were lit, but at the monitor port 1 was "empty"), the patient could not be transferred without risk to dhzc or to intensive care or another "safer" environment.  Small software quirk - big consequences! ". The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.